Event description:
Mouth guard top split from bottom part. Biting through mouth guard, threw it away.

Manufacturer narrative:
In order to bite through the device as the consumer reported, the consumer would have to be a severe grinder or the device would have been used far beyond the life expectancy. The delamination reported may well be due to excessive wear in this case vs. Device malfunction.